Event description:
It was reported that the patient was scheduled for right ventricular (rv) lead repositioning or replacement for noticeable diaphragmatic stimulation. The rv lead was exhibiting low r wave sensing, a decrease in pacing impedance, and no capture. Fluoroscopy found that the rv lead was no longer in the right ventricle and was in the superior vena cava (svc)/subclavian vein region. The physician elected to remove the rv lead and replace it with a new rv lead. The patient was in stable condition throughout the procedure.